Event description:
It was reported that the patient experienced a pump malfunction with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. It was further reported that the patient experienced pump inflation issues and the pump was distorted with an inflatable penile prosthesis (ipp).

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. When the pump was functionally tested it failed the 8 lb. Activation test. The pump required greater than 8 lbs. Of force to activate. The pump was tested twice and during testing the pump bulb stayed deflated when it was activated. The pump passed all other functional tests. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced a pump malfunction with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. It was further reported that the patient experienced pump inflation issues and the pump was distorted with an inflatable penile prosthesis (ipp).

Event description:
It was reported that the patient experienced a pump malfunction with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.